Manufacturer narrative:
Investigation summary: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of loose component - leak with lot 5213928 regarding item #385100. Lot 5213928 is a final product lot. No related quality issues or deviations were found during the manufacture of the subassembly batches. A review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.

Event description:
It was reported that the q-syte septum was separated and leaked. The patient underwent removal of the right tibial internal fixation device on (B)(6) 2026. A venous analgesia pump was left in place postoperatively, and this needle-free, sealed infusion connector with a diaphragm was used between the analgesia pump and the intravenous catheter. At approximately 9:00 a.m. On (B)(6) 2026, the patient reported fluid leakage at the site of the septum. A bedside examination initially suggested that the leakage was due to poor fixation. After re-fixing the septum, leakage persisted, so the septum was replaced. Upon inspection, it was found that the central body of the original septum had become detached from the cap end, resulting in the leakage.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.